Event description:
On (B)(6) 2015, the reporter contacted animas and alleged the patient had a blood glucose (bg) of 577 mg/dl with small ketones. During troubleshooting, customer support found that the a pump had repeatedly been emitting a call service alarm over the last 30 days. The patient has discontinued pump therapy. This complaint is being reported as the call service alarm issue was not resolved and the patient experienced hyperglycemia.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 8/18/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the black box shows evidence of alarms. The last basal delivery was on (B)(6) 2015. Review of the tdd¿s added up correctly. During the rewind step pump alarmed: the piston was not able to advance or retract during testing. The pump¿s cover was removed, inspection found damaged planetary gears within the drive assembly. Unable to complete all required test steps due to mechanical assembly fault. Unrelated to the complaint, the battery compartment is cracked near the cover. Returned battery cap/returned cartridge cap used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.